Event description:
"The manufacturer became aware of an allegation of ds2adv auto CPAP alleging no airflow from the unit. The device was returned to a third-party service center. During the evaluation of the device, they found out that the complaint was confirmed and pca with component burned. At this time, no further investigation can be performed. If any additional is received, a follow up report will be filed."